Event description:
Ambu action block pain pump disposable pain management system (aabpdpm) pump (sometimes called a balloon) was filled with bupivacine 1625mh/650ml for post op femoral block following total knee arthroplasty. Catheter was inserted by anesthesia for femoral nerve block in pacu. Pump containing bupivacaine and attached tubing were primed, connected to catheter port and unclamped for administration by surgical unit rn. Nurse was accustomed to a different pump with a built-in flow meter that delivered 5ml/hr. The aabpdpm has a separately-packaged block-pump that is meant to attach between the pump tubing and the catheter port. The block-pump kit regulates flow rate. Rn did not notice the absence of a flow meter. There is no barrier in place to prevent pump tubing from connecting directly to catheter port. Patient received bupivacaine via femoral nerve catheter at an unregulated ate. Medication was started at 1456. At approximately 1700, patient complained of numbness in arms and tongue, room spinning, and slight nausea. Patient developed difficulty focusing and answering questions, seizure-like activity, and difficulty breathing. CPR started at 1720. Patient pronounced dead at 1929. Device sent to office of medical examiner.